Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l34869, implanted: (B)(6) 1995, product type catheter. (B)(4).

Event description:
It was reported the patient's pump had been empty for several months and it started to alarm a couple months ago. The alarm was bothering the patient and they couldn't sleep and was embarrassed. The alarm seemed to have gotten louder and was going off every 20 minutes. The pump was empty because the patient did not need it anymore. No outcome was reported. If information is received, a supplemental report will be sent.